Event description:
The treadmill had been moved sometime prior to the exam. During the move, the power cord wrapped around a wheel and was caught between the wheel and the chassis, cutting the insultation. Eventually, the secondary insulator wore through causing the power conductor to short tot he grounded chassis. As the physician stopped the treadmill, a loud sound and flash of light was observed at the treadmill housing.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: electric problem - short circuit, other. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.